Event description:
It was reported the ascenda catheter occluded due to kinking after implant. The pump and catheter system implanted on or about (B)(6) 2014 and explanted on or about (B)(6) 2014 due to kinking. The pump had been tied down using 2 of 4 sutures. This was a suspected case of twiddler syndrome. No drug or patient outcome was reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).